Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the patient has central retinal vein occlusion (crvo) which may complicate post-operative refraction results. The c-flex 570c iol was implanted on (B)(6) 2018 and post-operatively the patient had a refractive error. The target refractive outcome was -0.02 and the patient's post-operative refractive outcome is reported as +-7.00 sph. The availability of the lens for return has not been confirmed by the healthcare facility. Rayner has become aware of reports of post-operative refractive errors following implantation of lenses from the c-flex 570c +19.0d iol batch 017100825. Rayner maintains extremely high levels of product quality; however, there is a possibility lenses from the c-flex 570c +19.0d iol batch 017100825 are not of the labelled power. The investigation performed by rayner to date indicates that the lenses may be +24.0d. As a precautionary measure, rayner intraocular lenses limited has initiated a voluntary recall of this batch (ref. Recall fa 2018-us570c). The recall was initiated on (B)(6) 2018.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred following implantation of a c-flex 570c iol. The event description provided states that post-operatively the patient had a refractive error.